Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, wear abrasion and an opening on the posterior. A leak test and microscopic analysis were performed which identified: a sharp opening and observed a >1 mm void in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified that the thickness was within specification. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to an unidentified (tear) opening. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.